Manufacturer narrative:
No 23ga 2500 cpm probe was returned for the cutting not being available. For this complaint file, the final customer lot was identified. A device history record was conducted. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. A complaint lot history examination indicates there were two other complaints for the reported issue. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure the cutting was not available. The probe was exchanged to complete the case. There was no harm to the patient. Additional information has been requested, but none received to date.